Event description:
It was reported that the patient underwent a revision due to fracture. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(b)(4).G2: Foreign - Event occurred in Australia.H6: Proposed Component Code - Mechanical (G04) - Stem.The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MedWatch 3500A will be submitted.